Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the sensor gave inaccurate readings, calibration error alerts, and a change sensor alert. The blood glucose reading was 12 mmol/l. Nothing further was reported.